Event description:
Customer indicated that they were experiencing air bubbles when aspirating through a large bore fluid delivery set packaged within their convenience kit. There was no patient injury. No sample was retained.